Manufacturer narrative:
Our product evaluation lab received one model 120804f embolectomy catheter. The balloon latex appeared deteriorated with multiple cracks and tears evident. Leakage was observed through the tears on the balloon. Both balloon windings were intact. The balloon latex was released from the proximal windings to check the balloon edges at the tears, which did not appear to match. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from the catheter body. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of a balloon issue was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloons on the entire packs of a size 4fr and 5fr catheters were found with holes on the balloons. No lot numbers were provided. No additional information has been able to be obtained. There was no allegation of patient injury. Only three of the size 4fr catheters were available for return.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The storage conditions for these catheters are specified in the IFU. A product risk assessment addresses balloons with fragmentations for embolectomy catheters, and a CAPA to address this issue is currently in its implementation phase. The CAPA investigation concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone.